Manufacturer narrative:
Brand of infusion set was not reported and customer did not respond to follow up attempts to obtain this information. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 582 mg/dl due to being disconnected from the infusion set. Customer did not know how long the infusion set was disconnected. A bolus was delivered to address bg. Brand of infusion set was not reported and customer did not respond to follow up attempts to obtain this information.